Manufacturer narrative:
During testing, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump was alarming and displayed a message "call service". No additional information wsa provided. This does not indicate a reportable malfunction. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.